Manufacturer narrative:
The pump was returned and analysis identified voltage-related elective replacement indicator (eri) occurred in the field on (B)(6) 2017; however the cause could not be determined. Additionally, during testing, a low battery reset occurred that resulted in a lab failure. The cause of the low battery reset could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 508mcg/day via an implantable pump. The indications for use were not reported. The pump was alarming, premature eri (elective replacement indicator) reading. There were no environmental, external or patient factors that may have led or contributed to the issue. The troubleshooting performed was interrogation of the pump. The actions and interventions taken to resolve the issue was surgical removal of the pump and replaced with a new pump. The issue was resolved at the time of the report and the patient status was noted as alive, no injury. There were no patient symptoms and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-jun-28. The pump was returned to the manufa cturer for analysis. The event logs showed that eri occurred on (B)(6) 2017 at 19:29. The pump settings indicated that 2,000 mcg/ml baclofen was being delivered at a dose of 508.5 mcg/day. There were no further complications reported/anticipated.